Event description:
The service report shows that the 840 ventilator was giving an oxygen sensor out of specification message. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).